Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent a cervical laminoplasty at c4-c6. During the operation, bleeding control was not managed well at venous plexus outside dura mater and bleeding was noted there. It was unknown whether the surgical time was extended due to the incident. According to the report, the surgeon reportedly changed the procedure from midline-splitting to single-door and the event occurred during the first surgery after the change. The surgeon also commented that "midline-splitting procedure would be less-invasive from the point of view of blood-loss". According to the report, "the event was procedure-related rather than the devices used" and "implantation was completed without any trouble". No other information could be obtained.